Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Service history found no previous services. The event history log was reviewed and there are no errors related to the customer complaint. Th reported issue was replicated. The root cause of the issue was a damaged latch lock. Further investigation identified a degraded downstream occlusion (dso) seal. The latch/lock and seal were replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was getting a red cassette not attached alarm. There was no patient involvement.